Event description:
It was reported that the right atrial lead was explanted and replaced due to low impedance and undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the inner insulation was breached due to metal ion oxidation (mio). A partial lead in segments was returned for analysis. Further testing revealed that the proximal conductor had blood and body fluid (not obstructed), all insulators had cosmetic mio, and the outer insulation had cosmetic environmental stress cracking (esc) and was torn. The lead was stretched.